Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) (batch no. 627762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain and ovarian cyst. Previously administered products included for an unreported indication: contraceptives. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation ("the left essure device bas migrated distally slightly\left fallopian tube not blocked by essure") and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2009 oophorectomy). At the time of the report, the pelvic pain and abdominal pain had resolved and the device dislocation, depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had history of right oophorectomy before essure insertion. Essure confirmation showed that left fallopian tube is not blocked. She underwent left salpingectomy with essure coil in it. Previously mentioned essure removal date was (B)(6) 2009. She received treatment for pelvic pain and abdominal pain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2011, (B)(6) 2009. Discrepancy noted in essure insertion date: (B)(6) 2009, (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded unilateral occlusion (right tube occluded). Left fallopian tube not blocked by essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: mr received : lot number added, aka name added, reporter added, patient demographic added, medical history added. Event device ineffective clubbed with device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure (ess205) (batch no. 627762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, ovarian cyst, hypothyroidism, gerd and blood pressure high. Previously administered products included for an unreported indication: contraceptives. Concomitant products included nsaids since (B)(6) of 2009, and paracetamol (acetaminophen) since (B)(6) of 2009. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) of 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced device expulsion ("migration of essure device location of device:uterus"), 6 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation ("the left essure device bas migrated distally slightly\left fallopian tube not blocked by essure") and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2009 oophorectomy). At the time of the report, the pelvic pain and abdominal pain had resolved and the device dislocation, device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had history of right oophorectomy before essure insertion. Essure confirmation showed that left fallopian tube is not blocked. She underwent left salpingectomy with essure coil in it. Previously mentioned essure removal date was (B)(6) 2009. She received treatment for pelvic pain and abdominal pain. Discrepancy noted in essure insertion date in previous document: (B)(6) of 2011, (B)(6) of 2009. Discrepancy noted in essure insertion date: (B)(6) of 2009, (B)(6) 2003. Discrepancy noted in essure insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded unilateral occlusion (right tube occluded). Left fallopian tube not blocked by essure.; on (B)(6) 2009: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event added: migration of essure device location of device: uterus. Lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure (ess205) (batch no. 627762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, ovarian cyst, hypothyroidism, gerd and blood pressure high. Previously administered products included for an unreported indication: contraceptives. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced device expulsion ("migration of essure device location of device:uterus"), 6 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation ("the left essure device bas migrated distally slightly\left fallopian tube not blocked by essure") and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2009 oophorectomy). At the time of the report, the pelvic pain and abdominal pain had resolved and the device dislocation, device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had history of right oophorectomy before essure insertion. Essure confirmation showed that left fallopian tube is not blocked. She underwent left salpingectomy with essure coil in it. Previously mentioned essure removal date was (B)(6) 2009. She received treatment for pelvic pain and abdominal pain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2011, (B)(6) 2009. Discrepancy noted in essure insertion date: (B)(6) 2009, (B)(6) 2003. Discrepancy noted in essure insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded unilateral occlusion (right tube occluded). Left fallopian tube not blocked by essure.; on (B)(6) 2009: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure (ess205) (batch no. 627762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, ovarian cyst, hypothyroidism, gerd and blood pressure high. Previously administered products included for an unreported indication: contraceptives. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced device expulsion ("migration of essure device location of device:uterus"), 6 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation ("the left essure device bas migrated distally slightly\left fallopian tube not blocked by essure") and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2009 oophorectomy). At the time of the report, the pelvic pain and abdominal pain had resolved and the device dislocation, device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had history of right oophorectomy before essure insertion. Essure confirmation showed that left fallopian tube is not blocked. She underwent left salpingectomy with essure coil in it. Previously mentioned essure removal date was (B)(6) 2009. She received treatment for pelvic pain and abdominal pain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2011, (B)(6) 2009. Discrepancy noted in essure insertion date: (B)(6) 2009, (B)(6) 2003. Discrepancy noted in essure insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded unilateral occlusion (right tube occluded). Left fallopian tube not blocked by essure.; on (B)(6) 2009: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 39-year-old female patient who had essure (ess205) (batch no. 627762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, ovarian cyst, hypothyroidism, gerd and blood pressure high. Previously administered products included for an unreported indication: contraceptives. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6)2003, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2009, the patient experienced device expulsion ("migration of essure device location of device:uterus"), 6 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation ("the left essure device bas migrated distally slightly\left fallopian tube not blocked by essure"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal. Bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (unilateral salpingectomy on (B)(6)2009 oophorectomy). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the pelvic pain, device dislocation, abdominal pain and genital haemorrhage had resolved and the device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had history of right oophorectomy before essure insertion. Essure confirmation showed that left fallopian tube is not blocked. She underwent left salpingectomy with essure coil in it. Previously mentioned essure removal date was (B)(6)-2009. She received treatment for pelvic pain, genital bleeding and abdominal pain. Discrepancy noted in essure insertion date in previous document: (B)(6)2011, (B)(6)2009. Discrepancy noted in essure insertion date: (B)(6)2009,(B)(6)2003 discrepancy noted in essure insertion date: (B)(6)2009/(B)(6)2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded unilateral occlusion (right tube occluded). Left fallopian tube not blocked by essure.; on (B)(6)2009: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)-2020: plaintiff information form received. Event¿ genital haemorrhage, and post procedural complication¿ was added. Events¿ pelvic pain and device dislocation¿ outcome was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/left sided pelvic pain') and salpingitis ('chronic salpingitis') in a 39-year-old female patient who had essure (ess205) (batch no. 627762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain, ovarian cyst, hypothyroidism, gerd, blood pressure high and oophorectomy right (2001). Previously administered products included for an unreported indication: contraceptives. Concurrent conditions included bleed in luteal cyst, cyst and ovarian cyst. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced device expulsion ("migration of essure device location of device:uterus"), 6 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation ("the left essure device bas migrated distally slightly\left fallopian tube not blocked by essure"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal. Bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2009 oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, device dislocation, abdominal pain and genital haemorrhage had resolved and the salpingitis, device expulsion, depression, vaginal haemorrhage, heavy menstrual bleeding, anxiety, dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, post procedural complication, salpingitis and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff had history of right oophorectomy before essure insertion. Essure confirmation showed that left fallopian tube is not blocked. She underwent left salpingectomy with essure coil in it. Previously mentioned essure removal date was (B)(6) 2009. She received treatment for pelvic pain, genital bleeding and abdominal pain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2011, (B)(6) 2009. Discrepancy noted in essure insertion date: (B)(6) 2009,(B)(6) 2003 discrepancy noted in essure insertion date: (B)(6) -2009/(B)(6) 2009. Right cornua has 3 visible coils and left cornua 2 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: migration of essure device. Essure device was successfully occluded unilateral occlusion (right tube occluded). Left fallopian tube not blocked by essure.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2021: mr received. Reporter information, patient's medical history, event: chronic salpingitis and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube not blocked by essure". On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral salpingectomy on (B)(6) 2009). At the time of the report, the pelvic pain and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain and abdominal pain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2011, (B)(6) 2009. Previously mentioned essure removal date was (B)(6) 2009. Plaintiff had history of right oophorectomy before essure insertion. Essure confirmation showed that left fallopian tube is not blocked. She underwent left salpingectomy with essure coil in it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded unilateral occlusion (right tube occluded). Left fallopian tube not blocked by essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs and mr received: newly added events- depression, vaginal bleeding, menorrhagia, mental anguish, dysmenorrhea (cramping), device ineffective, onset date of previously reported events ¿ pelvic pain female was added, severity of previously reported events- pelvic pain female was added, reporter was added, consumer height was added, lab data were updated. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salping. (Unilateral) on (B)(6) 2009). At the time of the report, the pelvic pain and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain and abdominal pain. Discrepancy noted in essure insertion date in previous document: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events added: abdominal pain and psych injury. Product indication and essure implant date updated. Essure explant date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.